Manufacturer narrative:
A product investigation was performed. One (1) blade/screw guide sleeve (part number 03.037.017/ lot number 9651850) and one (1) buttress/compression nut (part number 03.037.016 / lot number 9804211) were received. A device history record (DHR) review, visual inspection, functional test, and drawing review were performed as part of this investigation. The complaint conditions for complaint could not be confirmed as the devices were found to assemble and disassemble as intended. One 130 degree aiming arm (part number 03.037.013 / lot number unknown) was also reported but was not received for investigation. The returned devices are part of the trochanteric fixation nail advanced (tfna) system. The blade/screw guide sleeve is connected to an aiming arm via a locking clip and the buttress compression nut. This provides a cannula to target the oblique hole of the tfna nail per relevant tfna technique guide. The two devices were each received intact with marginal surface wear consistent with use. On the guide sleeve two sections, approximately 11mm long, on the proximal portion of the threaded region show slight dents. These sections are on opposite sides and consistent with having been gripped with another device. The devices were tested functionally by fully advancing and then fully retracting the buttress compress nut along the threaded length of the blade/screw guide sleeve. No functional issues were observed throughout testing. The mating aiming arm was not received for functional testing. The distal ledge of the buttress compression nut was found to be conforming to drawing. The outer ledge diameter, the outer groove diameter, and the ledge depth are found to be within specification. The ¿d¿ shaped portion of the guide sleeve was also inspected as it interacts with the aiming arm and found to be within the specification per drawing. It was observed that the red color coding is missing from the guide sleeve. Corrective and preventative action (CAPA) has already been initiated to address this issue and it would not impact the reported complaint conditions as it would not impact fit. Based on the date of manufactured the drawings, reflecting the current and manufactured revision, were reviewed. Corrective and preventative action (CAPA) has been initiated concerning the manufacturing process of the outer diameter of the threads on the guide sleeve which potentially results in oversized threads. The threads of the returned device were inspected at five locations along the length of the device found to not exceed the specification per drawing. However, due to post manufacturing wear it is unknown what the original diameter was at the time of manufacture. In conclusion, during the investigation no unaddressed product design issues or discrepancies that may have contributed to the complaint condition were observed. No functional or dimensional issues were identified and the complaint conditions for these devices could not be confirmed or replicated. Thus, no further investigation (including a risk assessment review) will be performed. No definitive root cause was able to be determined as the condition could not be confirmed or replicated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device history records review was completed for part# 03.037.017, lot# 9651850. Manufacturing location: (B)(4), manufacturing date: sep 15, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 that a patient underwent the intramedullary nailing of femur surgery performed two months back (exact date is unknown) to treat the intertrochanteric fracture of the femur. During the procedure surgeon threaded the buttress/compression nut over the blade/screw guide sleeve and attached it to the aiming arm. However the blade/screw guide sleeve for the helical blade insertion jammed into 130 degree aiming arm and would not release. So the surgeon used plier (non-synthes product) to free the devices (blade/screw guide sleeve, compression nut and aiming arm). Surgery was completed successfully with no other medical intervention. It is unknown if the surgery was delayed due to the reported event and also patient outcome post-surgery is unknown. This report is for one (1) blade/screw guide sleeve. This is report 1 of 3 for (B)(4).